Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician gained venous access, and the transseptal access was attempted. There were multiple attempts to get the wire into the superior vena cava. The physician believed that the wire may have slipped through a patent foramen ovale and slipped into the laa but there was no confirmation. The procedure continued and the physician positioned the was in the laa of the patient and then inserted the wds. The closure device was brought into the laa, and it was noted that there was a pericardial effusion. The closure device was quickly checked for release criteria and then successfully implanted in the laa of the patient. Protamine was administered and the patient was monitored for an additional 40 minutes. The pericardial effusion did not seem to be growing any larger and was showing signs of clotting off. The effusion was considered to be too small to perform a pericardiocentesis at the time it was being observed. The patient was admitted to the cardiac care unit and observed. There were no other complications that were reported to have occurred as a result of this event. The patient is expected to make a full recovery.